Event description:
Perclose device failure. Knot did not tie suture pulled out and saved. Chito seal applied.

Event description:
Add'l info received from MFR 3/6/03: the physician attempted arteriotomy closure. The knot was untied, so sutures were manually tied and citroseal applied. Unable to establish a root cause based on the available info. There were no abnormal observations with the condition of the device that could confirm device malfunction. Both cuffs were attached to the link. The posterior cuff and needle tip were engaged and there was approx 1/4 inch of rail suture still attached to the needle tip. Anterior cuff was engaged with the anterior needle tip. Patency check was performed and no abnormal observations were found. It was reported that the device failed to make a knot. It is suspected that priror to the knot releasing from the knot tube, the rail suture was inadvertently pulled from within the pre-tied knot. Abbott laboratories has determined that the event is not reportable. The device history record was reviewed and no deviations were found relevant to this investigation. A review of product surveillance files revealed that there were no other complaints of this nature against the reorted lot number. The device was returned on 01/09/2003.